Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the bundle ablation procedure, the device was reprogrammed to the normal settings. High, out of range high voltage lead impedance was observed. The next morning, the impedance was within range and all other measurements were stable. The patient was doing well and was discharged the same day.